Event description:
It was reported to boston scientific corporation that a flexima stent system was used during a calculus removal procedure in the common bile duct of a patient. After retracting the guide catheter about 10cm, resistance was felt. The guide catheter was retracted to deploy the stent, however, the guide catheter became stretched and the stent did not deploy. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).